Event description:
The patient mentioned to the doctor a few days post-op regarding a popping sound from the implant site along his coughing fit. The surgeon discovered one of the screws that were stabilizing the plate was displaced. The surgeon replaced the implants. This is one of three incidents. Please refer MDR 9610509-2016-00027 and MDR 9610509-2016-00028.

Manufacturer narrative:
Methods: visual inspection, stereo microscopic inspection, and performance test on a standard sample plate results: the devices were optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed surface damage but no breakage. Further observation determined there were no indications of material or manufacturing defects discovered. The developer tested the function and there was no abnormality found. The device history records could not be reviewed since no lot number was provided by the reporter. Assessment conclusion: the results of the investigation could not determine the root cause of loosening of the screw. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.